Manufacturer narrative:
The event occurred due to an operator error. Based on a review of the instrument log files, a siemens representative found that the operator erroneously entered the current date (B)(6) 2013 instead of date of birth (B)(6) and the default value for sex/gender was left unchanged from its default value of unknown on the instrument. Instrument and data management system are performing as intended.

Event description:
Customer reported that data management system erroneously displayed date of birth as (B)(6) instead of (B)(6) and gender as unknown. Customer indicated that 4 samples were run on the instrument at 11:23 on (B)(6) 2013. There was no report of injury due to this event.